Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lamp was not turning on during testing, even after the light was replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus halogen light source¿s lamp was not turning on during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that this event occurred during a diagnostic procedure. The procedure was cancelled. There was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the lamp lighting failure was caused by a faulty thermal fuse. However, the root cause could not be determined. This supplemental report includes information added to e1 and h4. Olympus will continue to monitor field performance for this device.